Event description:
It was reported that the infusion set was leaking at the headset. The patient also found that cannula was bent and it had come out of his body without him knowing. He experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.